Event description:
It was reported that the ilet displayed alert 38 indicating consecutive motor stalls that occurred specifically when the user initiated a meal announcement, while dry-run delivery and tubing priming proceeded without alerts. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included guided troubleshooting, repeated functional checks without supplies and with tubing priming, and operational dry runs. Investigation of this device revealed a persistent motor stall condition associated with meal delivery activation, consistent with a device performance or motor drive malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the infusion pump motor during meal delivery triggering.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.